Event description:
Customer reported that the sensors triggered alerts for calibration errors and to change the sensor. Customer also reported a lost sensor alert. The blood glucose reading was 565 mg/dl. She treated with the insulin pump and stated that she did feel fine. She stated that the sensor was fully inserted and flat against the skin. She stated that there was no damage on the connection bridge and pins. Customer was able to bring the blood glucose down to 186 mg/dl. She stated that the sensor cannula was not bent. Nothing further was reported.

Manufacturer narrative:
(B)(4).